Event description:
It was reported that during a hemicolectomy procedure, there was a stapler leak on the edge of anastomosis which needed to repair with suture. After six days during post op check, the leak happened again. It is unknown how post-op leak was treated.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what setting was used for the procedure? Were any other staplers used? If yes, please explain. How was the second leak identified? It was detected by imaging on CT scan , clinical demonstration of fecal matter on the wound and also was confirmed intraoperatively by the operating surgeon in (B)(6). How was the second leak repaired? The stoma was exteriorized and patient is currently planned for reversal of stoma. What was the appearance of the staples? Will the device be returned for analysis? Yes. What were the original indications for surgery? Patient had an appendectomy done which was complicated by intraabdominal collection and bowel was not viable at the second surgery . Resection was undertaken for the purpose of removing unhealthy bowel and restoring continuity to healthy tissue. Was the patient undergoing chemotherapy or radiation treatment? No. Was suture used to repair the leaks?

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ntlc75 device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.